Event description:
Pt was placed on pca pump to receive morphine sulfate 1 mg/10 min prn for pain after being discharged from hosp (pt had had extensive sinns surgery). She complained that several days later pump wouldn't work when she pushed dose button. Apparently it was an intermittent failure as at times pump would work, then at other times it wouldn't. Pump was replaced with another pca pump.